Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The custom via ER reported phone call that the customer was hospitalized due to hyperglycemia as well as diabetic ketoacidosis on (B)(6) 2020. The customer blood glucose level was over 800 mg/dl at the time of hospitalization and 500 g/dl at the time of incident. The customer was treated with insulin drip and bolus. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer declined to troubleshooting for high blood glucose. The device will not be returned for analysis.